Event description:
Info received in 07/2001 alleges that a staff member received lacerations (requiring 12 stitches on thumb and 9 stitches on finger) on their hand, while performing maintenance on the hilow brake assembly.